Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss. The patient was unable to use the pump. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss. The patient was unable to use the pump. The device was removed and replaced. There were no patient complications.